Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further monitoring of the patient was discussed. This lead has been explanted at a surgical intervention, at this time, with an infection allegation. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information: please find updated and corrected coding in section h.6. And additional narrative in b.5.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further monitoring of the patient was discussed. This lead has been explanted at a surgical intervention, at this time, with an infection allegation. No further adverse patient effects were reported. It was reported that the patient underwent a procedure on (B)(6) 2025, to explant the implantable cardioverter defibrillator (ICD) system as the patient had recurring sepsis. During the procedure it was suspected that the patient experienced a tear in the superior vena cava. The patient's blood pressure kept fluctuating and intervention (unspecified) was attempted for hours to no effect. The patient subsequently expired. Follow-up information from the field indicated that the reason for the recurring sepsis was unknown and any autopsy information was not available. There was no device allegation at the time of death, and it was not reported that the device system would be returned.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further monitoring of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.